Event description:
It was reported that the camera head had a blurry image. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. However, the device evaluation found an air leak in the camera cable. Based on the results of the investigation, it is likely that the following led to the malfunction: it is presumed that moisture has entered inside the camera, resulting in blurred images instead of normal images. A definitive root cause of the phenomenon cannot be conclusively identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.